Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address a liner disassociation. Update rec'd 01/06/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had sustained several falls prior to being revised. Upon revision, the poly was found to be disassociated with severe poly wear and metallosis in the hip. At this time the patient's liner is being reported. The complaint was updated on: 01/13/2016.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Xrays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.